Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 348 mg/dl, high ketones, and kidney damage. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the reported issue was due to the pump battery not being able to charge. Subsequently, the pump shutdown. Reportedly, the customer reverted to an alternate method for insulin therapy.